Manufacturer narrative:
No sample or lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported that viscoelastic product was used during two cataract surgeries after which both patients experienced an elevation in their intraocular pressure (iop). Each patient received an infusion of diamox and their intraocular pressures returned to normal.